Event description:
It was reported that during the implant procedure of the leadless implantable pulse generator (ipg), after first and one deployment in septal position, leadless ipg was implanted successfully. At the end of the implant procedure, once the non mdt temporary lead was pulled out, patient vitals parameters decreased rapidly and hypoxia and it was impossible to collect blood pressure. It was also noted that pericardial effusion, cardiac perforation and cardiac tamponade were observed. Percutaneous and surgical pericardiocentesis was performed. Patient was hospitalized in intensive care unit of cardiology and on dialysis (intubated). Signs of probable good future neurological recovery. Leadless ipg remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following: brand name [mc1vr01] product ID [mc1vr01-delsys] (serial: unknown). D9: <(><<)>no>  dev rtn to MFR? <(><<)>no> medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.